Event description:
While performing lower extremity percutaneous intervention, catheter attempted to cross a severely calcified area in the right medial circumflex femoral artery. During the placement of catheter, the distal tip of the tigereye catheter became dislodged in the vessel. The tip remains in the patient. FDA safety report ID# (B)(4).